Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder:lupus-connective tissue disorder') in an adult female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings. Previously administered products included for an unreported indication: depo-provera from 1998 to 2006. Concurrent conditions included bleeding intermenstrual, uterine bleeding, bruising of leg, chest discomfort and stress incontinence. Concomitant products included folic acid since 2017 and methotrexate since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain/left sided abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("reproductive system disorder or condition type of disorder or condition:multiple menstrual cycles every month") and gastrointestinal disorder ("gastrointestinal or digestive system condition:unknown") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total vaginal hysterectomy salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, nausea, fatigue, weight decreased, vaginal haemorrhage, polymenorrhoea and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, fatigue, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, polymenorrhoea, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nausea, fatigue, weight loss. Current weight 120 lbs. Insertion details, specify: the right cornua had 3 visible coils and the left cornua had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) - bilateral occlusion/total bilateral occlusion. Pathology test - on (B)(6) 2009: there are bilateral spiraled silver metallic devices in the intercornual portions of the fallopian tubes uterus 58 grams, hysterectomy corpus uteri: secretory endometrium with focal metaplastic changes. Bilateral fallopian tube with foreign bodies consistent with essure micro-inserts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: event was added- abnormal bleeding (vaginal, menorrhagia) and reproductive system disorder or condition type of disorder or condition: multiple menstrual cycles every month ,gastrointestinal or digestive system condition: unknown. New reporters and product lot number was added. Concomitant condition, historical drug and lab data added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 25-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings. Previously administered products included for an unreported indication: depo-provera from 1998 to 2006. Concurrent conditions included bleeding intermenstrual, uterine bleeding, bruising of leg, chest discomfort, stress incontinence and body mass index normal. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), folic acid since 2017 and methotrexate since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/multiple menstrual cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 12 days after insertion of essure (ess205). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune disorder type of disorder:lupus-connective tissue disorder"), abdominal pain ("abdominal pain/left sided abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), fatigue ("fatigue"), polymenorrhoea ("reproductive system disorder or condition type of disorder or condition:multiple menstrual cycles every month"), gastrointestinal disorder ("gastrointestinal or digestive system condition:unknown"), rash ("rashes or skin conditions type: rashes on breast"), leukopenia ("leukopenia"), tachycardia ("tachycardia"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), irritable bowel syndrome ("ibsd"), connective tissue disorder ("connective tissue disease"), rheumatoid arthritis ("rheumatoid arthritis"), neuralgia ("neuralgia"), gastrooesophageal reflux disease ("gerd") and memory impairment ("forgetfulness"). The patient was treated with surgery (total vaginal hysterectomy salpingectomy (bilateral removal of fallopian tubes), bladder lift). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, nausea, fatigue, weight decreased, vaginal haemorrhage, polymenorrhoea, gastrointestinal disorder, rash, leukopenia, tachycardia, nervous system disorder, allergy to metals, irritable bowel syndrome, connective tissue disorder, rheumatoid arthritis, neuralgia, gastrooesophageal reflux disease and memory impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, connective tissue disorder, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, irritable bowel syndrome, leukopenia, memory impairment, menorrhagia, nausea, nervous system disorder, neuralgia, pelvic pain, polymenorrhoea, rash, rheumatoid arthritis, systemic lupus erythematosus, tachycardia, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nausea, fatigue, weight loss. Current weight 120 lbs. Insertion details, specify: the right cornua had 3 visible coils and the left cornua had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) - bilateral occlusion/total bilateral occlusion. Pathology test - on (B)(6) 2009: there are bilateral spiraled silver metallic devices in the intracornual portions of the fallopian tubes uterus 58 grams, hysterectomy corpus uteri: secretory endometrium with focal metaplastic changes.bilateral fallopian tube with foreign bodies consistent with essure micro-inserts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New events rashes on breast, leukopenia, tachycardia, neurological conditions or problems, nickel allergy, ibsd, connective tissue disease, rheumatoid arthritis, neuralgia, gerd, forgetfulness was added. Concomitant condition, concomitant drug, patient demographic was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus-connective tissue disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2009 (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, systemic lupus erythematosus, bladder disorder, urinary tract disorder, nausea, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, bladder disorder, fatigue, menorrhagia, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nausea, fatigue, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain", events" abdominal pain, menorrhagia (heavy menstrual bleeding), lupus-connective tissue disorder, bladder problems, urinary problems, nausea, fatigue, weight loss", reporter, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.